Event description:
A total of five 2.3 bioraptors were used. Anchors 1, 3 and 5 pulled out, inferior 5'o'clock, 4 o'clock, and 3 o'clock, on the face of the glenoid, not on the rim. Anchors 2 and 4 were successfully implanted. After the 3rd anchor pulled out, the surgeon switched over to arthrex suturetac. Additional information confirm that drilled sites where anchors pulled out were left as is. The other two anchors that were successfully implanted were lot #'s 50405219 (1ea) and #50403706 (1ea).

Manufacturer narrative:
Three used anchors were received for evaluation. Upon visual inspection it was noted that one of the anchors exhibited partial deformation at the top off to one side. Considering the way it mates with the inserter, this appears to be consistent with some amount of off axis insertion. The other did not have this condition. All 3 were measured for outside diameter and overall length and found to be within the drawing specification. The drills used in the case were not returned for evaluation. Bone quality was not referenced. Based on these observations, no root cause related to the manufacture of the device can be established. (B)(4).